Event description:
It was reported that the system with this right ventricular (rv) lead and pacemaker exhibited loss of capture and high capture threshold intermittently. Healthcare physician (hcp) needed the system to be approved for magnetic resonance imaging (MRI). Technical services (ts) assisted in approving the system for MRI with 3-hour time-out. Most recent lead measurements were within normal limits. Ventricular output was changed to 2.2 volts/0.8ms in response to the reported observations. This lead remains in service and no adverse patient effects were reported.